Event description:
Reportedly, the instrument locked on tissue. When attempt to open the instrument failed, another port was inserted and second fire to release entire instrument and additional tissue was removed. No further pt injury reported.